Event description:
It was reported that the patient presented for replacement of the right atrial lead due to high pacing impedance that exceeded the upper limit. During the procedure lead fracture was observed via fluoroscopy. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of high pacing impedance and lead fracture were not confirmed. As received, only the distal portion of the lead was returned in on portion for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was cut / damaged consistent with procedural damage. The lead impedance was unable to be measured due to the condition of the lead as received. Visual and x ¿ ray inspection of the lead did not find any anomalies with the exception of procedural damage.